Event description:
The scorpius study reported restenosis. In 2003, the patient had a bx velocity 2.5 x 33mm placed in the right coronary artery. The patient had a coronary angiography performed in 2008. The index lesion had 60% focal restenosis and distal peri-stent restenosis. No re-pci followed. The reporter stated the event was unrelated to the stent or the procedure.

Manufacturer narrative:
A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that the patient's underlying diabetes, and the natural progression of coronary artery disease may have contributed to the reported events.